Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an in-stent restenotic lesion of a previously implanted 7mmx10cm non bsc drug eluting stent located in the moderately tortuous and severely calcified superficial femoral artery. The 60x220x150-hybrid otw sterling¿ balloon catheter was advanced for dilatation inside the previously placed stent and was initially inflated at 8 atmospheres. Indentation remained inside the stent, hence, the physician performed another dilatation, however, at 14 atmospheres for 10 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6mm x 4cm non bsc balloon catheter. No patient complications were reported and the patient's condition was good.